Event description:
It was reported the patient underwent an initial nuss procedure. Subsequently, the patient was diagnosed with pneumonia and pleural effusion requiring chest tube placement and hospitalization. Attempts have been made, and no further information is available.

Manufacturer narrative:
(B)(4). Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Pneumonia is a well-known postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. The reason for postoperative pneumonia is typically due to aspiration of subglottic secretions containing bacteria. Once the bacteria enter the respiratory tract, they can replicate and advance into aspiration pneumonia. Patient that has known history of respiratory or lung diseases such as copd, asthma, or are immune suppressed are at increased risk for developing this complication. While pneumonia is a collection of fluid within the lungs, pleural effusions are fluid collections in the outer spaces of the lungs requiring chest tube placement to drain the fluid from the pleural space. Both are procedural related complications resulting from intubation during the procedure and are considered hospital-acquired conditions. As the complaint indicates, a postoperative complication of pneumonia & pleural effusions developed, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.